Event description:
It was reported that continuous glucose monitor displayed error message and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error message did not return, and then successfully started sensor session; no additional actions were reported.